Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a pre-implant transesophageal echocardiogram (tee), which showed moderate right ventricular (rv) dysfunction. When transitioning from the cardiopulmonary bypass to the left ventricular assist device (lvad), worsening rv function and hemodynamic instability were noted. A temporary right ventricular assist device (rvad) was placed and the patient was successfully transitioned from a cardiopulmonary bypass (cpb) to lvad and rvad support. The patient was put on vasoactive drugs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a pre-implant transesophageal echocardiogram (tee), which showed moderate right ventricular (rv) dysfunction. When transitioning from the cardiopulmonary bypass to the left ventricular assist device (lvad), worsening rv function and hemodynamic instability were noted. A temporary right ventricular assist device (rvad) was placed and the patient was successfully transitioned from a cardiopulmonary bypass (cpb) to lvad and rvad support. The patient was put on vasoactive drugs.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22nov2021. No further information was provided. The manufacturer is closing the file on this event.